Manufacturer narrative:
The hiv duo reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. Specificity calculations for the elecsys hiv duo assay, based on data provided by the customer, indicated a specificity of 99.84% (95% confidence interval: 99.82% to 99.86%) over the period from (B)(6) 2021 to (B)(6) 2022. While specificity values for (B)(6)2022 (up to (B)(6) 2022) were lower compared to other months, they remained within the expected range as defined in the assay's method sheet for blood donors. Calibration and quality control data for the assay were reviewed and found to be within expected ranges. Additionally, differences in raw materials between kit lots were noted, but all lots were released within specifications, and internal testing confirmed acceptable performance. The root cause of the reported false reactive results could not be definitively determined. Potential contributing factors include donor variability, the presence of unspecific igm antibody bindings, or sample handling issues. However, no instrument-related issues were identified, as no alarms were reported, and quality control results were within expected ranges. The device remains in operation at the customer site.

Event description:
The initial reporter alleged an increase in false reactive results with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The customer laboratory's workflow involves retesting initially reactive samples in duplicate. Repeatedly reactive samples are further tested using confirmatory methods, such as western blot for ahiv-positive samples and polymerase chain reaction (pcr) rna testing for hivag-positive samples, as recommended in the assay's method sheet. Between (B)(6) 2021 and (B)(6) 2022, the customer reported 281 false reactive results out of 175,334 total determinations for the hiv duo assay, corresponding to a specificity of 99.84% (95% confidence interval: 99.82% to 99.86%). Specificity calculations for september 2022 and november 2022 (up to 18-nov-2022) showed lower values compared to other months, but the results remained within the expected range as defined by the method sheet for blood donors.